Event description:
A cartridge alarm 20 was reported by the caller, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support resolved to replace the pump; however, it was out of warranty. The customer requested an out-of-warranty loaner, and the case was noted for further assistance.